Event description:
Pt seems to be having more seizures than before they were implanted with the vns. Reporter wasn't sure whether caretakers at the nursing home were just paying more attention to the pt since vns implant or not. It was reported that the pt had a seizure that lasted 30 minutes resulting in an emergency room visit. Nursing home also indicated that the magnet did not work. The pt's family member indicated that when the pt was home with them, the magnet was used and did work. Further follow-up with treating neurologist revealed that the pt experienced 2-3 drop attacks per day pre-vns implant and that they now have 5-6 drop attacks per day. The pt's seizure types have reportedly not changed. The pt's overall health condition is not worsening. Treating neurologist was not sure whether there were any evironmental stimuli or current changes in medication regimen that may be contributing to the seizure increase. Neurologist indicated that the seizure increase was not related to the vns.